Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump was monitored and had no heating up. There was no puncturing through the isolation tape and making contact to the positive side of the battery tube. The pump had broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 108 mg/dl. The customer stated that the pump got very warm to the touch and the screen died. Troubleshooting was not able to resolve the issue. The device was returned for analysis.